Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the right ventricular (rv) lead was not confirmed. This rv lead passed electrical testing.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was then explanted. No additional adverse patient effects were reported.